Event description:
A healthcare professional reported that nm-f4435 lot#0028417 implant lacked primary stability. The implant was removed during implant placement with no report of observable clinical symptoms. The device was forwarded to the manufacturer. No other medical issues were reported.